Event description:
The port was placed. It was found that the port could not be infused so a dye study was done. A leak was found up by the port. The port was removed. The catheter was broken off at the port stem & was retrieved from the patient's vascular system.